Event description:
Customer reported that insulin cartridge leaked three times in one day, with leaking occurring at the top of the cartridge. Report stated there was no significant impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer successfully changed the cartridge and resumed insulin therapy, although the cartridge was unavailable for return or exchange.